Event description:
While placing an arterial line in the right forearm/wrist, the catheter was inserted easily. However, while attempting to withdraw the guide wire, the guide wire unraveled. A follow-up x-ray of the arm showed no metallic foreign bodies.